Event description:
It was reported that a recent computed tomography (CT) scan revealed a possible outflow graft density. An outflow graft obstruction was suspected. A review of the log files revealed pulsatility index (pi) events and routine power source changes. There were no changes to patient condition or anticoagulation status that would have contributed. There were no recent changed to the pump parameters. There were no symptoms observed, no treatment was performed, and the patient was stable. The pump appeared to be operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft density could not be confirmed as no product was returned for evaluation and no images were provided by the account for review. The account reported that a recent computed tomography (CT) scan revealed possible outflow graft density. The controller event log file contained data from (B)(6) 2022. No notable events or alarms were observed, and the pump appeared to function as intended at the set speed. Information later received stated that an outflow graft obstruction was suspected but was unable to be confirmed. There were no changes to pump parameters or to the patient¿s condition or anticoagulation status that could have contributed to the event. The patient showed no symptoms of thrombus, and no treatment was provided. The patient was being monitored on a step-down unit and was reportedly in stable condition. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.